Event description:
Customer reported they lost an image during a case, and cannot retrieve images from dicom. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and set the dicom port number to the correct setting. System operates as intended. (B)(4).